Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform backplane (acpb), the proximal outer setup join (suj), and the distal outer suj to resolve the reported issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi received the acpb involved with this complaint to perform failure analysis. The acpb was analyzed and found to have breakage on the connector j9 board. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi has received the proximal outer suj part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. A return material authorization (RMA) was issued to the customer requesting to have the distal outer suj returned. However, isi has not received the product to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, system had non-recoverable faults prior to being docked. The customer received assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse viewed system logs and found errors 40067 and 32097 on armnet 4. The tse walked the customer through a power cycle of the system and the system powered back on without error. The tse advised the customer that the error might return. The customer had opted to continue laparoscopically and not use the system. The customer had been performing the laparoscopic portion of the case when the error occurred. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the printed circuit assembly (pca) axes controller platform backplane involved with this complaint and completed the device evaluation. Pca tech was able to replicate the customer reported complaint by inspection on this board. The connector j9 was broken and fabrication was damaged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal setup joint (suj) was analyzed and found to fail the fiber optic test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set-up joint involved with this complaint and the reported problem of damage to setup joint field replacement unit (fru) lower (sfl) board pins was confirmed and replicated. In remotefe, error 31 was observed indicating a communication fault, confirming the fault occurred in the field. Upon visual inspection, the pins on the sfl printed circuit assembly (pca) were damaged and this was related directly to the reported event. The unit was installed onto a golden system where the 319 error was triggered, indicating a communication fault, replicating the reported event. The unit was then installed onto a fixture test platform (pftp) and failed node check. Installed a golden sfl and retested the unit with passing results. Once testing was completed, the sfl pca was aba tested and was verified to be the source of the fault.